Event description:
It was reported during a procedure on (B)(6) 2024, the end of the drill sleeve instrument bent. Surgery was completed successfully with no complications intra-op. Patient outcome was positive. This report is for one protection sleeve for fns insertion instruments this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is j&j company representative device history part:03.168.013 lot:200289-401 manufacturing site: (B)(4). Supplier: leitner ag release to warehouse date: 12 feb 2021 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: it was reported that the sales representative is inquiring about a damaged instrument used in a case yesterday. Successful surgery was completed with no complications intra-op. The product is a drill sleeve with our femoral neck system (fns). D9: the product was returned to depuy synthes for evaluation. H6: visual inspection of the returned sample found that the distal end of the device was deformed. Furthermore, the interior of the device shows fine scratches that lead to the metal surface to start to come off. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the protection sleeve f/insertion instrument would contribute to the complained device issue. Based on the investigation findings, potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed: dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.